Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: additional information indicated that the customer had been using a competitor''s cartridge and inserter devices to load the johnson & johnson surgical vision (jjsv) lenses. It was confirmed that the customer has switched to jjsv cartridges and inserters and has not had any issues. It was also confirmed that no lens will be returned (the lens remains implanted), and the foreign matter will not be returned either. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: exact date not provided, best estimate is during (B)(6) 2020. Brand name: unknown as product serial number was not provided. Model number: model number is unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's operative eye. PMA/510(k) number: unknown as iol product information was not provided. The product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that in the past three (3) weeks, their six (6) different surgeons have noticed a small piece of foreign matter (gummy material) on the lens, posterior to the lens which in each case, the foreign material had to be removed during irrigation/aspiration (I/a). The customer indicated that they had the issue previously but were unable to confirm it was a result of the lens. They did thoroughly clean the injector but were not sure if it was the cartridges and based on the issues with the recent cases they believe it is the lens. The customer did not save the material that was removed. It was confirmed that the lenses were not explanted and the surgeries were completed successfully using the same lenses. No additional information was provided. This MDR report is two (2) out of six. Separate reports are being submitted for the other reported 5 events.